Event description:
This event is reportable based on the investigation completed (B)(4) 2012. It was reported during an ablation procedure resistance was noted while advancing the introducer into the left atrium. Following removal of the sheath, the tip of the sheath was noted to be split. Another device was used to complete the procedure with no consequences to the pt. Investigation of the returned device revealed a crack and leak in one of the ports of the stopcock.

Manufacturer narrative:
One 8.5f braided swartz introducer was received for eval. Visual inspection revealed one of the stopcock ports was cracked. Functional testing revealed a leak from the point of the crack. The reported event stated there was damage to the tip; however, no anomalies were detected at the tip end of the introducer. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification for the crack in the stopcock is consistent with mfg as the event is related to a mfg non-conformance. A quality improvement project has been initiated to address the issue.